Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported error was confirmed and replicated. A review of system logs found the 32100 error, indicating a brake error on the usm axes controller, arm (aca) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32100 error was triggered indicating fault on the aca pca, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where carriage sensors test errored out with the 32100 error that was found to be failing on the aca pca. Once testing was completed, the aca pca was applied behavior analysis (aba) tested and verified to be the source of the fault. The probable root cause is attributed to the axes controller arm (aca) in the usm. This can be resolved by replacing the usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon encountered a recoverable error 32100 on the universal surgical manipulator (usm3) when attempting to dock the patient side cart (psc). The technical support engineer (tse) confirmed the reported fault in the system logs. The tse then walked the customer through an emergency power off (epo) on the psc, though the error returned when it powered back on. The tse had the customer disable the usm3 and the surgeon continued the case with the remaining usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the case was completed with the remaining three arms. The issue caused a delay of approximately 30 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to 32100 faults. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.